Manufacturer narrative:
The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, the tacticath se was connected to the tactisys but the contact force values displayed in purple and were intermittent. The connections were changed and the tactisys was rebooted several times with no resolution. The catheter was replaced to a non-se tacticath but the same issue occurred. The tactisys was replaced and the second catheter was connected and everything functioned as intended. The procedure was completed with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.